Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuits were not returned to fisher and paykel healthcare for investigation. An attempt was made to obtain photographs of the complaint devices but no response was received from the medical center. The information provided by the medical center is insufficient for us to draw any reasonable conclusion regarding the cause of the reported. Without the complaint devices, we are unable to confirm the reported fault and determine its root cause. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.

Event description:
A medical center in (B)(6) reported to a fisher and paykel healthcare (fph) field representative that the swivel wye of three rt266 infant dual heated evaqua2 breathing circuits popped off during use. No patient consequence was reported.